Event description:
It was reported that the patient experienced vertigo. Upon review, it was noted that both the right ventricular and atrial lead exhibited noise which led to automated mode switch. Loss of capture was also observed. No symptoms were reported and the patient was monitored.